Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during manual impedance checks the patient¿s implantable cardioverter defibrillator (ICD) exhibited consistent two beats of far field r-wave (ffrw) oversensing. The beats were not present outside of the impedance checks. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.